Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported on august 16, 2024, the patient was placed with a PICC catheter in the right upper limb, and on november 20, 2024, it was found that the decompression cannula connected to the catheter was cracked and damaged, and the infusion solution was extravasated through the damaged area, and the use of the infusion solution was immediately suspended, and a superficial intravenous infusion access was established for the patient. No other information was provided.